Manufacturer narrative:
Product number and serial number updated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported that the telemetry device has failed to alarm for a low battery state. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
A field service engineer (fse) was onsite to collect the logs for an unrelated issue. The fse checked the device in question but could not reproduce the reported issue. He stated that the lack of the alarm is possibly due to the low battery state but cannot be confirmed for sure. As the exact time frame is not know the pulled logs cannot help the investigation. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.